Manufacturer narrative:
There is no 510(k) for this device as it is eua. Eua210417. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported as the customer initially received a negative result when they first tested, then received a positive result when they tested two days later. Date of event or issue: (B)(6) 2022. Problem description: the customer took the test two days ago and it came out negative. He took the test again two days later and it came out positive. He wqnted to know what should he do.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported as the customer initially received a negative result when they first tested, then received a positive result when they tested two days later. Date of event or issue: 04/01/2022. Problem description: the customer took the test two days ago and it came out negative. He took the test again two days later and it came out positive. He wqnted to know what should he do.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer initially had a negative result then a positive result two days later¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 2017607; ¿customer also had symptoms.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.